Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a gradient at the outflow graft and abnormal device sound could not be confirmed based on the provided information. A specific cause for these events could not be conclusively determined through this evaluation. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), the reported events of aortic insufficiency, mitral regurgitation, tricuspid regurgitation, severe heart failure symptoms, hematuria, elevated lactate dehydrogenase (ldh) levels, and hepatic dysfunction could not be conclusively established through this evaluation. The system controller event log files contained events from (B)(6) 2024, per the timestamps. No notable pump events or alarms were captured. The pump appeared to function as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for mlp-019039 were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, and the heartmate 3 lvas patient handbook, rev. D, are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas, including bleeding, hemolysis, and hepatic dysfunction. Section 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft." Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section also explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. Section 6 of the IFU, ¿patient care and management¿, instructs the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. This section also provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. Section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. This section also explains to ¿call your doctor right away if you notice a sudden change in how your pump is working (even if there is no alarm). Remember, you know best what is normal for you and your pump.¿ additionally, the patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
A repeat CT scan was not performed after stenting. Computed tomography images of the outflow graft before stenting were provided.

Manufacturer narrative:
H6: health effect - clinical code ¿ liver dysfunction e1104. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented with elevated lactate dehydrogenase (ldh), severe heart failure symptoms, and dark urine. Upon auscultation, the pump did not sound normal. On (B)(6) 2024, the patient was taken for a non-contrast computed tomography (CT) scan that was unremarkable. The patient transported to catheterization lab for right heart catheterization (rhc) and had an echocardiogram (echo) for ramp study. The rhc revealed elevated pressures, severe aortic insufficiency (ai), mitral regurgitation (mr), and tricuspid regurgitation. The echo ramp study was unremarkable. The patient would be taken for computed tomography angiography (cta) transcatheter aortic valve replacement (tavr) per facility to address ai and assess inflow and outflow graft (ofg). After the ramp study was performed, the ventricular assist device coordinator communicated that all of the patient's valves were regurgitating. The ventricles were not unloading with speeds increasing. The pump position was adequate in the left ventricle (lv). Speed was 5700rpm, flows were 3.6lpm, power was 4.5w, and pi was 4.7. On (B)(6) 2024, the pcbt was 46. The updated pump parameters after the patient had been diuresed 9l were speed 5700rpm, flows were 3.9lpm, power was 4.1w, and pi was 3.8. The patient was stated to be stable on 2 inotropes and was diuresed on a bumex (bumetanide) drip. The structural heart team was consulted and a CT with contrast would be ordered to look at valves and ofg. The central venous pressure (cvp) remained at 15-20. The patient's flows were 4.5-4.7 lpm in (B)(6) of 2024. The ramp study showed no change in end diastolic pressure (edp) with speed increase. The aortic valve was opening every beat throughout study with severe ai and moderate mr and tr. Auscultation of the pump has an abnormal sound, not smooth like a normal pump. Plasma free hemoglobin was normal. Ldh was 1242 (baseline 250). Total bilirubin was rising and was at 2.95, alanine transaminase (alt) was 655 and aspartate transaminase (ast) was 427. The patient also experienced hematuria. Additional log files were submitted for review, and there were no unusual events recorded in the log file event history. On (B)(6) 2024 it was communicated that the cta showed a concern for clot in the bend relief on the ofg and link of the cannula at the aorta. The patient underwent successful tavr procedure and balloon to ofg. At the anastomosis site of outflow graft and aorta, there was a large gradient where a balloon was used to dilate the outflow graft and resolve the gradient. It was noted that there was no clot.